Manufacturer narrative:
Additional information: b5, d9, d10, h3, h4, h6(update codes), h11. B5: upon receipt of additional information, "the devices contained fat emulsion injection". H11: three(3) actual devices and eleven (11) photo samples were received for evaluation. Visual inspection of the photo samples identified disconnection of the chamber from the tubing, which was reported to have occurred both prior to use and during use, as well as a jagged cut in the tubing. Subsequently, visual inspection of the returned actual devices revealed a disconnection between the tubing and the chamber; however, the chamber was not available for evaluation. Functional testing was performed by inserting the spike into a saline bag, and flow of liquid was confirmed throughout the set without issue. An underwater leak test was also performed, and leakage from the drip chamber was identified. The reported condition was verified. The cause of the disconnection between the tube and the chamber was determined to be the absence of an adequate chemical bond between the two component types. The cut in the tubing was caused by the tube being caught in the pouch seal during the pouching process due to improper placement of the set within the pouch. The cause of the leak from the drip chamber was determined to be the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) flow regulator sets had disconnections between the tubing and drip chamber within a 48-hour period. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.